Event description:
It was reported that this right ventricular (rv) lead exhibited low signal amplitude r-wave measurements. During a procedure to reposition the associated implantable cardioverter defibrillator (ICD) due to migration, an attempt was made to reposition this rv lead, however, upon repositioning of the lead, the helix would not extend after multiple attempts. The lead was explanted and replaced. No additional adverse patient effects were reported. The return of the product is expected. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner/outer insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this right ventricular (rv) lead exhibited low signal amplitude r-wave measurements. During a procedure to reposition the associated implantable cardioverter defibrillator (ICD) due to migration, an attempt was made to reposition this rv lead, however, upon repositioning of the lead, the helix would not extend after multiple attempts. The lead was explanted and replaced. No additional adverse patient effects were reported. The return of the product is expected. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time. The product has been received for analysis.